Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room for an unknown reason. Upon interrogation, the right ventricular lead exhibited multiple non-sustained right ventricular oversensing episodes due to noise. The oversensing resulted in inhibition of pacing. The device was reprogrammed. Patient was stable.